Manufacturer narrative:
The technician isolated the issue to worn gas springs. The technician replaced the head section gas springs to repair the bed.

Event description:
Information received indicates the head of stretcher is not going up or down. The head section was in the raised position.